Event description:
On (B)(6) 2010 pt reported having elevated blood glucose all day on (B)(6) 2010. Pt stated she took her infusion device off and lowered her blood glucose with injections. Pt reported she put her infusion device back on today. Pt stated she had surgery 3 weeks ago and since then her blood glucose has been in the 300-400 mg/dl range. Pt reported she was able to bring her blood glucose down. Pt stated her blood glucose was up in the 600's mg/dl on (B)(6) 2010. Pt reported she was not able to bring her blood glucose down with the infusion device after using over half of a vial of insulin so she had to disconnect the device and bring her glucose down with injections. Pt reported her blood glucose was at 77 mg/dl this morning and then she went back on the infusion device. Pt stated her glucose went up to 243 mg/dl and then an hour later, it was at 317 mg/dl. Pt reported her normal blood glucose range is 100-150 mg/dl. Pt stated she has not changed the infusion adapter in a long time. Advised to change adapter with every 10th insulin cartridge change. Pt reported she does not have a backup infusion device; pt has injections. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.